Manufacturer narrative:
A ge service representative performed on onsite investigation. The steering was adjusted and lubricated. The system was then found to be operating as intended.

Event description:
The customer reported it was difficult to turn the steering handle. No report of pt or staff injury.